Manufacturer narrative:
Date of the event was estimated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that it seemed like the patient's implant had quit working to help her symptoms. It was stated that they had turned up the stimulation a couple of times already and the patient's return of symptoms seemed gradual. The caller noted that turning stimulation up seemed to help a little bit but then the symptoms were back to getting worse. Troubleshooting attempts were made and the patient programmer showed stimulation was on at 1.8v. The patient confirmed feeling stimulation in the bike seat at 2.0v, however, the patient felt stimulation at her implant site and a little bit in her ankle while increasing. The patient also noted that she had tripped over the dishwasher lid and fell on her butt. It was stated that the patient thought the lack of symptom control happened at the same time, right after the fall and the fall was about a month ago. The caller mentioned that the symptoms were gradually getting worse but sudden stimulation sensation at the ankle/implant site. It was also reported that the patient had fibromyalgia so she wasn't sure if the patient was feeling the fibromyalgia in her ankle/device site or if it was the stimulation sensation. There were no further symptoms or complications reported or anticipated.